Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) was informed by the customer that the v60 touchscreen would not pass calibration. The rse advised the customer to replace the v60 touchscreen. In a good faith effort (gfe) response received on 01/13/2023, the customer confirmed that they had ordered the advised replacement touchscreen, replaced the part, and resolved the reported issue. The customer stated that no replaced parts would be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18111.